Manufacturer narrative:
(B)(4).

Event description:
It was reported that no audio alerts occurred on the mobile app. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. Data was evaluated and the allegation was confirmed/not confirmed. The probable cause could not be determined as the patient had the high alerts set to vibrate only. No injury or medical intervention was reported.